Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer reported that they were unable to see the programming due to damage on screen. The customer reported that the insulin pump was dropped. The customer's blood glucose was 125 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.